Manufacturer narrative:
The reported event of ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. No root cause was identified for reported event.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken during which the patients ipg was explanted and replaced. Surgical intervention addressed the issue.